Event description:
Boston scientific received information that this right atrial lead experienced a lead safety switch. Initial it was due to high impedance measurements of greater than 2500 ohms, but then another reading showed less than 100 ohms. The lead was switched to a unipolar configuration and the same varying impedance measurements were observed. The lead also had complete loss of capture. Technical services was consulted and suggested that this lead cannot be relied on and they should either change programming to vvi to work around the lead, or replace the lead as soon as possible. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
No further intervention was undertaken. This report will be reopened if additional information is received.

Event description:
Additional information was received that this lead was abandoned for an unknown reason on an unknown date and replaced with a competitor system. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4).